Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be conclusively identified. However, based on the results of the investigation, it is presumed the likely cause of the malfunctions identified during the device evaluation is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastroscope had no adhesive (ke45) at the distal forceps cover and the pink probe cover at the distal end is chipped. There was no patient involvement.